Manufacturer narrative:
Article citation: cratchley, a. L.; millican-slater, r. A. Breast implant associated anaplastic large cell lymphoma (bia-alcl): a local case series and the introduction of a proposed tnm staging criteria in reporting. Journal of pathology, (sep 2019) vol. 249, supp. [1], sp. Iss. Si, pp. S27-s27. The events of seroma and "bia-alcl" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: suspected bia-alcl, seroma. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. [(B)(4)].

Event description:
Cited article identified three patients diagnosed with suspected bia-alcl, comprising five pathology specimens, including seroma fluid, capsulectomy specimens, lymph nodes. The patients presented at different pathological stages of the recently proposed tnm staging criteria ¿ including t1, t2 and t4 staging. The t2 case also had nodal disease, and the t4 case has since had further surgery for recurrent disease. Both of these two patients received chemotherapy post the initial surgery. Affected sides are unknown. It is unknown if these devices were explanted.